Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in an unspecified coronary vessel. The 16x3.00mm veriflex stent delivery system was advanced but was unable to cross the target lesion. When the device was removed from the pt, it was noticed that a stent strut was lifted. The procedure was completed with a different device with no pt complications. The pt condition post procedure was reported to be good. Add'l info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.